Event description:
The customer reported system was not booting and unable to take an image. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation evaluated that no cause could and put back into service.